Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed. As received, a complete lead was returned for analysis. Examination of the lead found the helix retracted and clogged with body fluids. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was within product specification. The cause of the reported event was due to dried body fluids in the helix housing. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did find any anomalies.

Event description:
Prior to an implant procedure, it was noted the lead fixation helix was unable to be retracted. The lead was replaced to resolve the event. The patient was in stable condition.